Manufacturer narrative:
D4: expiration date corrected.

Manufacturer narrative:
H6: corrected data: component code, investigation findings code.

Event description:
On an unknown date, this patient underwent endovascular treatment of a thoracic aortic dissection using a gore® tag® thoracic endoprosthesis. As reported, the original device information, implant date and implanting physician information is unknown. On (B)(6) 2021, during follow up, extension of the dissection was discovered. The cause of the extension of the dissection was not reported. Therefore, a conformable gore® tag® thoracic endoprosthesis (tgmr373715/23701282) was implanted. The patient tolerated the procedure.